Event description:
After inserting top care brand multi pack (regular size) tampon, I noticed immediate discomfort, took it out and noticed a foreign substance attached to the tampon. The object attached is hard to the touch, but the material is difficult to identify. Immediately called my doctor to get an appointment. After showing him the tampon, he, too, couldn't identify the embedded object, but did a complete pelvic exam to make sure it didn't scrape the cervix or leave any remnants internally. As of today, there's no sign of a bacterial infection or illness, but the overall experience has been stressful.